Manufacturer narrative:
Patient was shipped a starter kit including a meter, strips and 4 alcohol pads on (B)(6) 2010. (B)(4) only sends out alcohol pads included in starter kits. Customers were directed to contact their physicians for medical advice and were provided (B)(4) and (B)(4). The meter was returned to (B)(4) on (B)(4) 2011. This patient was trained on (B)(6) 2010. The patient reported 3 results while on service 8/29 = 2.4 (received from training documents), 12/14 = 2.7 and (B)(6) 2010 = 1.8. Upon return of monitor on (B)(6) 2011, the following additional results were retrieved. But the patient must have altered the date/time as the results reported are from a time before the patient was trained. Six results from (B)(6) 2009-(B)(6) 2011 that were retrieved upon return. The last result on (B)(6) 2011 was 1.1 (within the norm for a non treated individual). His rx lists multiple comorbidities. Information provided by the patient cannot definitively rule out that patient's infection was caused by the alcohol pads, but the likelihood of this is low based on the original ship date of the starter kit.

Event description:
On (B)(6) 2011, patient's wife (B)(6) called (B)(4) rep (B)(4) to talk about the notice she received regarding the alcohol prep pads. Caller stated that her husband died in april from a bacterial infection and that he used alcohol pads when testing. Wife stated she had no way of knowing whether or not these 4 were the pads.